Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, software version#: 2.1.0 h3 & h6) a manufacturer representative went to the site to test the navigation system. It was reported that a full system checkout was performed, confirming that navigation was accurate. The same instruments used during the procedure were used, and both registration and navigation were accurate. The clinical specialist (cs) stated that the scan quality of the scan used in the procedure was excellent and met protocol in every way. Codes b17, c20, and d15 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that after achieving a passing registration metric, the surgeon was unable to verify the registration due to inaccuracy. When touching the inner canthus, the system recognized it as being somewhere different on the patient's anatomy. No troubleshooting was available at the time of the call as the surgery was aborted, and the procedure was rescheduled. The length of the extended surgical time was one hour or longer. There was no impact on patient outcome.

Manufacturer narrative:
H3: a software analysis was initiated. The logs and archives were reviewed and it was observed that the procedure used was "tumorresectionoptical" and multiple registration attempts were made with error metric ranging from 2.5mm to 5.0mm. From the archive, it was observed that the trace pattern followed to perform touch_trace registration was correct for only one of the registration where the metric was still 2.8mm. In all the other registration, the pattern used was not similar to a christmas tree. Suggested to perform 3-point in it to aid the system in finding the right orientation. The logs did not provide any information on the reported issue. Software version was: 2.1.0-52. Previously reported codes b01, c19, and d15 are applicable for this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the system was serviced in the field. In summary, no faults were found. H3, h6) software data was received and is pending analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) additional information was added to b5 and a2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that there was greater than 2 centimeters in inaccuracy.